Event description:
The customer reported that the system repeatedly exhibited uncommanded shut downs. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power transformer was evaluated and re-strapped. The system was tested and found to be working as intended and returned to service.